Event description:
Pt called lfs alleging that the one touch ultra meter would only prompt error 1. Pt explained that this was a brand new meter and would prompt the error message upon insertion of test strips. Pt did not have any symptoms at the time of concern. Pt obtained a "217 mg/dl" with a different brand meter at the time of concern. Pt reported taking food following the attempted use of the meter. Pt did not seek any medical care from health care professional. There was no evidence that the meter contributed to an adverse event. The customer service rep walked pt through troubleshooting and discovered that the pt's testing technique was correct. The customer service rep replaced pt's meter and test strips due an unresolved error 1 message.